Event description:
Baxter canada reports "air in patient line" of homechoice set. No further detail provided by baxter affiliate. No pt injury or medical intervention required per affiliate.

Event description:
Further detail received from affiliate indicated that pt was unable to prime pt line of homechoice set and was infused with excess air as indicated by shoulder pain experienced by pt. Affiliate reports pt was not given an x-ray to confirm the presence of air.